Manufacturer narrative:
Dealer (B)(6) stated the left side footplate and caster arm were damaged. He also stated that in the past, this user has had similar damage to the same side caster arm and fork. However, was not clear if it was due to a similar type of incident. The dealer stated the end user didn't consider this a serious injury and did not want to have it noted. The end user is only looking to replace parts at this point. There was no allegation of malfunction or defect made against the wheelchair. This MDR filing is to report the injury only. Sunrise medical considers this occurrence accidental and no further investigation will be performed at this time.

Event description:
Per dealer, (B)(6), the end user was recently hit by a car while crossing at a cross walk. He did receive stitches due to an injury to his foot.